Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. Correction: UDI. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) undersensing information, the pacing capture threshold in the rv (right ventricle) was rising and was elevated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtba2d1 ICD, implanted: (B)(6) 2014. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that multiple shocks were delivered from the implantable cardioverter defibrillator (ICD). The patient was hospitalized. Right ventricular (rv) lead threshold was increasing and therefore, device outputs were increased. Subsequently, the patient was seen for a routine device check and died later that day. Post mortem device interrogation revealed undersensing of a ventricular arrhythmia on the date of death. The physician stated undersensing was high likely to occur given the patient's severe heart failure. The patient died due to severe heart failure and ventricular arrhythmia. No additional details were provided.